Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 26.5mm and 5mm in length with 20 degree angulation noted. Moderate vessel tortuosity was noted it was reported during the index procedure while the endurant cuff was being deployed the physician found the cuff was riding up proximally. After releasing the top cap the proximal edge of fabric and suprarenal stents were observed to be all misaligned and the graft had been deployed much higher than expected. The physician elected to convert to open surgery and explant the graft. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.